Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp on (B)(6) 2022, customer returned pump for an alleged moisture damage, blank display, and cosmetic damage located at the back of the pump. Pump was received with a critical pump error (open book image) alarm and cut open. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 (variable 12) critical handling alarms starting on (B)(6) 2022 2:33:16 pm. Pump error 63 (esf# = n/a, file number = 522, line number =341) and pump error 2 (esf# = n/a, file number = 51, line number = 1317) alarmed due to hardware anomaly, problem isolated to the electronic assembly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor, and force sensor. Force sensor was not tested outside of pump due to moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and faded end cap label damage, serial number label missing. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms and pump error 2. Pump error 63 and pump error 2 alarms confirmed due to hardware anomaly, problem isolated to the electronic assembly. Cosmetic damage was confirmed on the cracked case-corner of belt clip rails. Blank display was not confirmed. Moisture damage was confirmed on pcba 1, pcba 2, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that there was fluid in the insulin pump. Customer was at the lake and accidentally dropped insulin pump in water. After customer retrieved it, the insulin pump was blank. The was able to see water under the lcd. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.